Manufacturer narrative:
An investigation is in progress for returned product received on august 24, 2022.

Event description:
Left cotton inside - vagina [foreign body in reproductive tract] . Insides came out (of tampon) [device breakage]. When went to remove tampon....insides came out [complication of device removal]. Case narrative: consumer reported via phone that tampon left cotton inside vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Left cotton inside - vagina [foreign body in reproductive tract] . Insides came out (of tampon) [device breakage] when went to remove tampon....insides came out [complication of device removal] . Case narrative: consumer reported via phone that tampon left cotton inside vagina. No serious injury reported.